Event description:
A malfunction alarm was reported on the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer received assistance from technical support for resetting the pump and was informed to contact support if the issue recurred. The pump was confirmed as functioning normally after the reset.